Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the keypad. A review of the device history record for sn (B)(4) was performed from 5/2/2019 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the keypad causing an unresponsive key/s.

Event description:
Won't turn on / off was reported.

Manufacturer narrative:
After further review it was determined that this file is not MDR reportable.

Event description:
Won't turn on / off was reported.

Manufacturer narrative:
File reassessed for reportability and determined to be reportable for keypad issue identified during evaluation.

Event description:
Won't turn on / off was reported.